Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: device history record (DHR): review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leaks, reflux, siohon guard and pressure. The catheter was irrigated no occlusions noted. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported difficulty programming a shunt: the certas plus inline valve with siphon unitized distal catheter was placed via a lumbar peritoneal shunt on an unknown date with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2020, the physician was unable to change the valve setting with the programmer. The patient was taken to the operating room and the valve was replaced with a new valve. No information was available if the patient demonstrated any signs or symptoms of shunt failure.